Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty chiller. The device was evaluated and the reported issue was confirmed due to a faulty chiller. Replaced chiller assembly sn d13l1629 with chiller assembly sn d21e5440. Preventatively replaced the ac power switch. Replaced the tank seals due to tears and lifting from the tank. Replaced double bend tube. Replaced the chiller molded tube. The device was put through a post repair functional check during which the device was heated above 30°c, cooled below 6°c, and the bypass flow was adjusted to 1.8 +- .5 l/m at 28°c and -7.0 psi. The device was calibrated using acats (automated calibration and test system). An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The did not meet specifications and was influenced by the reported failure. The device was in use on a device patient. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was evaluated.

Event description:
It was reported that the patient was in maintenance phase in an arctic sun device. Targeted temperature (tt) was 36c, water flow rate (wfr) was 1.3 l/m and nurse stated that pads did not feel cold. 4 pads connected with no exposed abdomen. Patient increased now to 36.9c, water temperature (wt) was 26.6c. Verified device had been alerting 113 (reduced water temperature control). Explained that was a critical alert noting the device was having a difficult time controlling the water temperature. System diagnostics were outlet monitor temperature (t1) was 26.6c, outlet control temperature (t2) was 26.6c, inlet temperature (t3) was 26.9c, chiller temperature (t4) was 26.7c, water flow rate (wfr) was 1.4 l/m, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 44 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 5, system hours was 14372.5, pump hours was 13574.3. Noted chiller was not making cold water and water temperature was likely going to continue to increase. Advised to swap out this device and send to biomed labeled 113 (reduced water temperature control). Nurse stated that they did not have another device. Suggested checking with other departments but if not other device available would need to consult medical team or policy for alternate method of cooling. Per review of wo on 18-apr-2023, bad mixing pump, sending biomed part and price info, unit had 1439 system hours. Per wo update on 24-apr-2023, they had replaced the mixing pump and the device still would not cool in manual control. Observing chiller temperature (t4), it would not cool below 22c. Mis had nurse to drain the chiller tank and they stated they received 400 ml out of this tank. Biomed stated that this was indicative of a chiller failure. Per sample evaluation results received on 24-may-2023, the root cause was isolated to a faulty chiller. Over travel noted in the power switch causing the switch to travel too far in the on position cutting power to the device when switch pressed on top. Tank seals were lifted from the tank top. The double bend tube was expanded. The chiller molded tube was found not to proper length. It had been cut to 1/2 inch shorter than factory specifications.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was in maintenance phase in an arctic sun device. Targeted temperature (tt) was 36c, water flow rate (wfr) was 1.3 l/m and nurse stated that pads did not feel cold. 4 pads connected with no exposed abdomen. Patient increased now to 36.9c, water temperature (wt) was 26.6c. Verified device had been alerting 113 (reduced water temperature control). Explained that was a critical alert noting the device was having a difficult time controlling the water temperature. System diagnostics were outlet monitor temperature (t1) was 26.6c, outlet control temperature (t2) was 26.6c, inlet temperature (t3) was 26.9c, chiller temperature (t4) was 26.7c, water flow rate (wfr) was 1.4 l/m, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 44 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 5, system hours was 14372.5, pump hours was 13574.3. Noted chiller was not making cold water and water temperature was likely going to continue to increase. Advised to swap out this device and send to biomed labeled 113 (reduced water temperature control). Nurse stated that they did not had another device. Suggested checking with other departments but if not other device available would need to consult medical team or policy for alternate method of cooling. Per review of wo on 18apr2023, bad mixing pump, sending biomed part and price info, unit had 1439 system hours. Per wo update on 24apr2023, they had replaced the mixing pump and the device still would not cool in manual control. Observing chiller temperature (t4), it would not cool below 22c. Mis had nurse to drain the chiller tank and they stated they received 400 ml out of this tank. Biomed stated that this was indicative of a chiller failure.